Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed an irritation under the right breast. The patient reported that the garment was too tight and was cutting into her skin and caused her to bleed. The patient was prescribed a medicated ointment (nystatin) and an antibiotic. The patient was also issued better fitting garments. Follow-up indicated that the skin irritation improved.